Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 21mm trifecta valve was successfully implanted. The patient has had near-normal echo in (B)(6) 2023 and is awaiting a permanent pacemaker for intermittent 2:1 degree block. On (B)(6) 2023, the valve was explanted.

Manufacturer narrative:
Explant of the device due to unknown circumstances in a patient awaiting a pacemaker was reported. The investigation found that leaflet 3 was torn. Two sections of the leaflet 3 had degenerative changes to the leaflet tissue including a denatured appearance to the collagen. One section contained the tear, and these changes were present at the site of the tear. No acute inflammation or significant calcifications were present. There was fibrous pannus ingrowth on leaflets 1 and 2. The device history record could not be reviewed as no serial number was reported. The cause of reported incident could not be conclusively determined; however, the fibrous pannus ingrowth noted, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to the leaflet tear and reduced durability.